Event description:
It was reported that during a da vinci-assisted component separation etep surgical procedure, the force bipolar instrument tip disarticulated. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the port incision was not increased in order to remove the instrument and cannula together. Additional ports were not placed. The instrument jaws were stuck in a closed position. There was no tissue stuck between the jaws. The manual release was used to open the jaws. There was no adverse effect on the grasped tissue. There was no unexpected tissue removal. There are no photos available for review. The instrument is available for return.

Manufacturer narrative:
The force bipolar instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was returned but could not be measured in size. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage which may indicate potential mishandling/misuse. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the instrument for suturing. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause the hook/spatula to bend or break. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.